Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse powered on the erbe vio integrated electrosurgical unit (iesu) and error c-37 occurred. The fse replaced the iesu and the system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a c-33 error on start up. The unit was placed on an in-house system and was run in normal mode. The common cause of this failure mode is associated with component failure. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse powered on the erbe generator, and error c-37 occurred. The isi fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the erbe generator with the alleged issue to perform failure analysis. The reported issue was confirmed and reproduced by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the erbe had an error c-00. The error was restored. Intuitive surgical, inc. (Isi) technical service engineer (tse) asked the customer if there was any other error. The customer stated there was an error c-37. The customer power cycled the erbe prior to contacting the isi tse, but the issue remained. The customer used a backup integrated electrosurgical unit (iesu) to continue the procedure. The site was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the c-37 error was not cleared after power cycling the erbe. The procedure was completed using a forcetriad generator. There was no injury to the patient.